Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to infection and was doing well postoperatively. It was also reported that the infection was not device related. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients ipg and lead incision site were swelling. It was believed that the patient had a suspected infection and it was unknown what caused it. The patient will undergo either a clean out or explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 7012060, model/catalog description: artisan lead 50 cm.

Event description:
A report was received that the patients ipg and lead incision site were swelling. It was believed that the patient had a suspected infection and it was unknown what caused it. The patient will undergo either a clean out or explant procedure.